Event description:
The device was used during an unspecified procedure. Reportedly, the staples were missing. The surgeon performed a re-operation to correct the condition. The hosp has reported the pt's condition is satisfactory.